Event description:
A pump declared alarm 20 during pumping, and the customer did not report if their blood glucose levels exceeded 500 mg/dl. The customer noted receiving the alert for three consecutive days but managed to load a new cartridge and resume insulin therapy each time with the assistance of technical support, who provided guidance on proper loading techniques. The pump was noted to be out of warranty. There was no reported adverse impact on the customer's blood glucose level.